Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five days post implant, a right ventricular (rv) lead perforation occurred. The rv lead was re-positioned and remains in use. Physician commented the event was related to patient¿s cardiac muscle. No patient complications have been reported as a result of this event.